Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered alerts for high/undefined rv defibrillation coil impedance and high/undefined rv tip-to-rv coil pacing impedance. Additionally noted was possible oversensing of far field r-waves (ffrw) on the right atrial (ra) lead electrogram (egm) triggering atrial tachycardia / atrial fibrillation (at/af) detection. Both leads remain in use. No patient complications have been reported as a result of this event.